Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
A scientific publication reported an adverse event endured by an impella cp patient. The article reports a (B)(6) female patient presenting with cardiogenic shock for hemodynamic support with the impella cp device. The device was inserted without any reported problems. Despite "careful repositioning" evidence of hemolysis and hemolytic anemia were observed approximately 24 hours later. Weaning of the device was not successful, therefore, patient was considered for an lvad. Approximately 5 days later, the device was surgically removed following a successful lvad implantation. Post removal of the impella device, a partial thrombosis was identified on the impeller blades. As treatment, a thrombectomy was completed and surgical reconstruction of the artery was required. The hemolysis resolved and patient was ultimately discharged in "very good condition."

Manufacturer narrative:
Correction: g(4): upon review of this complaint, it was determined the incorrect aware date was provided in the initial report. The aware date should be 2019-07-08.